Event description:
The advocate stated her son's recent blood glucose readings were not stored in the memory of the contour next link. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.